Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician had predilated the lesion in the mid-rca with a 3.5 mm crosssail balloon to 6 atms for 14 seconds. A cypher stent was advanced across the lesion but was removed prior to deployment. The taxus express2 2 3.5 x 20mm drug eluting stent was then advanced and deployed at 12 atms for 29 seconds. Following deployment, the physician was unable to deflate the balloon. He attempted to use a 60cc syringe, a buddywire, an otw balloon; inflating/deflating in order to deflate the balloon and remove it from the stent. After a great deal of manipulation over 35 minutes, the physician was able to retrieve the inflated balloon back into the aorta and through the sheath. Plavix, reopro and heparin were administered during the procedure. No pt injuries or complications were reported.